Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, nausea, puking and chest pains, on (B)(6) 2019 with blood glucose level was over 600 mg/dl and treated with shots of insulin and bags of fluid. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer states insulin pump replaced out on related motor error and did not want to continue troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.